Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue. The pump resumed normal operation, and helpful tips were provided to prevent future altitude alarms.